Event description:
The customer alleged that she performed control tests and rec'd results of 16 and 11 mg/dl using her contour meter. The normal control range was not provided, but should be around 105-145 mg/dl. No adverse events were alleged. The customer was not willing to troubleshoot or continue with the call. No product will be returned.